Event description:
Looking into the patient's airway, a blue cannula was visible extending from the lower lobes. It turned out to be the tip of the extended working channel. It was grasped with the transbronchial biopsies en bloc. Then it, the forceps and the flexible bronchoscope were all removed from the airway.